Manufacturer narrative:
The calibration and qc data were acceptable. Further information regarding the event was requested but not provided. No case-specific root cause could be found. The product meets specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys testosterone ii assay result for one patient sample with the cobas e 801 module serial number (B)(4). The initial result was >15 ng/ml. The customer decided to repeat testing due to the result not matching the patient¿s clinical picture. The sample was repeated at another laboratory on a roche elecsys with a result of 7.5 ng/ml. It is unknown if the questionable result was reported outside of the laboratory.